Manufacturer narrative:
Device powered up after battery installation however, the device went to blank display during boot up, fault isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify frozen display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. Customer¿s blood glucose level was 130 mg/dl. Customer also reported blank screen and beeping. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis. The device will be returned for analysis.